Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hundred and twenty-eight (128) non-vented high-volume inlets had blackline/foreign particles on the connecting site. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: one hundred twenty (120) actual samples were received for evaluation. Visual inspection of returned samples showed foreign matter enclosed in the sealed product packaging. The particles were further described as tiny dark spots, tiny dark/white particles, and/or fibers. The particulate matters on the inlet tubing were either embedded on the outside surfaces of the tubing, connectors, spikes, or loose inside the sealed packaging, with none found in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.